Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile passage of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter became stretched and broke. The physician cut the push catheter to access the distal portion of the guide catheter and deploy the stent. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed the working length of the push catheter was kinked and broken close to proximal piece. The suture was unbroken at the distal end of the push catheter. The guide catheter was stretched and broken at the proximal end. The distal end of the guide catheter contained a kink/bend (suture impression). The stent and the proximal piece of the push catheter were not returned for analysis. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile passage of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter became stretched and broke. The physician cut the push catheter to access the distal portion of the guide catheter and deploy the stent. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.